Event description:
It was reported by repair work order that the mattress had a hole with a stain on the inside of the top cover. Possible fluid ingress was reported. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.